Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that she had high blood glucose level and had bent cannula. She changed her infusion set three times when she was having issues with infusion sets. Her blood glucose level was in 400 mg/dl and was not able to get it down. She self-treated herself with a manual injection of 5 units in her stomach. The patient occasionally used the set up to 4 days. Her blood glucose level was 500 mg/dl at the time of incident. The patient went to the emergency room and was subsequently hospitalized for high blood glucose level. Her blood glucose level was in 400s mg/dl during hospitalization. The patient received manual injections of humalog and lantus as corrective treatment. The patient was to be hospitalized for three days and was still hospitalized at the time of this report. Currently, her blood glucose level was 212 mg/dl and her weight was (B)(6) lbs. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.